Event description:
It was reported that the customer had experienced ongoing elevated blood glucose levels. The contact declined to troubleshoot or provide additional information. Reportedly, the customer had reverted to insulin injections based on a sliding scale as alternate insulin therapy.